Event description:
It was reported that a patient underwent a surgical procedure to replace abdominal wall on (B)(6) 2005 and mesh was implanted. The patient reports that the mesh has failed. The patient experienced a bulge in the abdomen and pain. The mesh protrudes through the skin in numerous areas and has not healed. The area occasionally oozes. No additional information provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).